Manufacturer narrative:
This initial report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. Unit is a rental, date is not available. The device/components documented as received, failure analysis evaluation is not available at this time.

Event description:
The customer reported a problem found with this vent. When checking the alarms, the unit alarms inappropriately. When the map is set to 10 and the max paw is set to 10, the unit alarms when the map is adjusted to 12, not 10. Customer compared his handheld reading to the panel meter map reading and both were close to the same. However, he did notice that the map panel meter displayed was a bit "jumpy"/unstable. Carefusion technical support rep issued a replacement alarm board, a replacement pressure transducer and panel meter.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspected alarm printed circuit board assembly (pcba) for investigation. An investigation was performed and the reported issue was unable to be duplicated. When setting the maximum airway pressure (pa) alarm to ten, the unit gave an audible and visual alarm at nine cmh20. No further investigation as the suspected component was performing to specifications.